Event description:
Allegedly, patient revised due to metal on metal. When the hip was dislocated the head/sleeve/broken neck came out as one piece. A neck remnant was left in the stem. Dr. (B)(6) made an attempt at extracting the remnant which didn't work. The dr. Ended up pulling all components and implanted stryker. Right.